Event description:
Caller alleges inaccuracy with inratio.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 2nd data set, the inratio and lab value are within the confidence limits, but the results are invalid because the readings are days apart. For the 1st and 3rd date set, the confidence limits cannot be determined because the lab value is >17.0. The readings are also invalid because the time interval between 2 tests should be 3 hours or less. These readings are performed days apart. The results are considered not discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time.